Event description:
On (B)(6) 2018, an 18mm amplatzer septal occluder was implanted. Approximately 1 week later, the patient presented with chest discomfort and shortness of breath. Pericardial effusion was discovered requiring percutaneous drainage. Three weeks post implant, the patient's symptoms returned and echocardiogram revealed re-accumulation of the pericardial effusion. On (B)(6) 2018, the device was surgically removed. The patient is reported to be recovering.

Manufacturer narrative:
An event of device explant due to pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and inspection operation was performed and the product met all defined manufacturing specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.